Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had bolus delivery set to "units" and intended to deliver a 5 unit bolus with a correction factor of 1:50. Review of pump history by tandem technical support showed that the correction portion should have been 10.9 units and the user overrode the correction bolus and delivered an incorrect dosage. There was no impact to the customer's blood glucose level.